Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
7/14/1998-supplemental report #1 sent to FDA.